Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports wound with red base, under mass, measuring approx 32 mm in diameter approximately 4 mm in depth about an inch or less from the stoma. Bleeds easily but stops with pressure. Reports no surrounding erythema or edema. Has been self treating with saline, gauze, duoderm, elastic barrier strips and eakin seal with no improvement for the last week. Reports increase in blood glucose levels. Advised to contact health care provided due to signs of infection, and suggested trial of aquacel ag over the wound with duoderm thin as a cover and pouching as usual.